Manufacturer narrative:
The additional information received from the sales rep confirmed that the rod threads were damaged and resulted in about an hour surgical delay while trying to remove the screw with screwdriver fragments in still. No other adverse consequence to the patient was reported. Based on the additional information, the reportability updated to malfunction. Adverse event : updated to product problem. Type of event: updated to malfunction. Evaluation codes: updated to no consequences or impact to patient.

Event description:
It was reported that the screw extractor tip was damaged while trying to remove a piece of screwdriver that sheared of in the screw. The surgeon removed the cage and screws by drilling around the implant to free up the screws enough to pull cage out. A surgical delay time has not been specified. The additional information received from the sales rep confirmed that the rod threads were damaged and resulted in about an hour surgical delay while trying to remove the screw with screwdriver fragments in still. No other adverse consequence to the patient was reported.

Event description:
It was reported that the screw extractor tip was damaged while trying to remove a piece of screwdriver that sheared of in the screw. The surgeon removed the cage and screws by drilling around the implant to free up the screws enough to pull cage out. A surgical delay time has not been specified.

Manufacturer narrative:
Method: visual inspection, functional inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed upon visual inspection. The tip of device is deformed and twisted as reported. Manufacturing files were reviewed and no revealed anomalies were found the device was manufactured over 7 years ago. Conclusion: the root cause of the reported event is normal wear and tear due to device age.

Event description:
It was reported that the screw extractor tip was damaged while trying to remove a piece of screwdriver that sheared of in the screw. The surgeon removed the cage and screws by drilling around the implant to free up the screws enough to pull cage out. A surgical delay time has not been specified.